Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a failed left total knee arthroplasty and the tibial component was clearly loose. On (B)(6) 2019, the patient underwent a left total knee revision of implants by an unknown manufacturer. Attune revision implants were placed at that time with competitor cement. On (B)(6) 2023, the patient underwent a left total knee revision due to loosening of the tibial tray at an unknown interface. The surgeon mentions that the femur and tibia did need to be removed, though there are no allegations against the femoral component. The surgeon decided to replace with a competitor product. Doi:(B)(6) 2019 dor: (B)(6) 2023 left knee.